Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v093181, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect from the left implantable neurostimulator (ins) since (B)(6) 2013. Within the last year, he also had tingling, a shocking sensation in the back of the head, arm, and all over the body, and a rushing feeling in his head. To try to address this, the ins and extension were changed out during separate surgeries. The reporter thought the left ins may have been replaced due to a low battery status, but was not sure. It did help some as the patient only had couple of these events since replacement. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-03977 as the patient had issues after the left ins was replaced.